Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: a surgicel 4¿ x 8¿ 1952 sample lot meb5371 was received and analyzed. A visual inspection of the package carton, labels and logos was performed against the approved artwork. The visual inspection and physical inspection of the packaging material determined that the packaging received is different than authentic surgicel packaging. The surgicel product inside the package was analyzed and compared to a surgicel representative sample. The construction and material composition of the product was found to be different from the representative sample. The analysis of the packaging and product concludes that both are confirmed counterfeit. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the customer that the product was purchased from a (B)(4) distributor and is being reported due to the potential that the product is counterfeit.